Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during a procedure to treat a malignant stricture due to esophageal cancer, performed on (B)(6) 2010. According to the complainant, there were no complications reported during the stent implant procedure in the esophagus. On (B)(6) 2010, approximately 6 weeks after implantation, the patient presented with complications. The stent was successfully removed, and it was noted that it had eroded into the patient's anatomy, resulting in a fistula. The patient was treated by placement of an ultraflex stent and of a pleural drain. Approximately 8 days after the placement of the ultraflex stent, the patient condition was reported as "okay", but on approximately (B)(6) 2010, it was reported that the patient had developed a fever and had been admitted to the intensive care unit. There was no issue reported with this second stent, and the physician assessed the fever as having no relationship to the placement of the ultraflex stent. The current condition of the patient was reported as not good, due to the complications of the wallflex stent implantation and the patient's cancer.